Event description:
It was reported that a revision surgery was performed due to dislocation in spastic patient. There were revised liner and femoral head.

Manufacturer narrative:
The associated complaint devices were returned and evaluated. The lab analysis concluded, visual inspection of the constrained outer polyethylene liner revealed scratches and dents on the spherical od, scratches and dents on the rim of the inner and outer poly, and damaged areas on the locking scallops. It is unclear how these blemishes occurred based on the information given. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. The clinical/medical team concluded, based on the surgeon¿s statement, the root cause of the patient multiple dislocations was likely due to contractions-patient is spastic. However, without the requested clinical information, radiographs, implantation operative report, fall history we cannot rule an unlocked liner, non-compliance, bone quality, altered mental status, age, activity prior to full bone union as possible contributing factors. The future impact to the patient beyond the revision cannot be determined. No further clinical medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.